Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm indicating that the cartridge was out of insulin. Customer filled a new cartridge with 300 units of insulin and the pump alerted the customer multiple times that there was no insulin in the cartridge. Tandem technical support assisted the customer loading the cartridge step by step and explained that if the user does not press 'done', or complete the load sequence entirely, the load sequence will being again. Customer acknowledged that this was the reason why the load process could not be completed. During the load fill sequence, and a minimum fill notification occurred. Customer loaded a new cartridge and resumed insulin successfully. Customer¿s blood glucose was reported to be 250 mg/dl. Customer administered an insulin injection to address the issue.